Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer via a patient support program (psp) in which they were not enrolled, concerned a female patient of unknown age and origin. Medical history was not provided. Concomitant medications included insulin glargine for type I diabetes. The patient received insulin lispro (rdna origin) (humalog 100u/ml) cartridge via a reusable humapen luxura half-dose device, for the treatment of an unknown indication, beginning on an unknown date. Dose and frequency were not provided. Since an unknown date, after starting the insulin lispro treatment, due to humapen luxura half-dose malfunction, she experienced that the blood sugar was running high, it became 600 (no units provided). Due to increased blood glucose, she was taken to the hospital by ambulance at 3:30 a.m., and she stayed at the hospital for one week at intensive care unit. No information regarding further corrective treatment and status of insulin lispro treatment was provided. The operator of the reusable humapen luxura half-dose device and training status was unknown. The general reusable humapen luxura half-dose device duration and the suspect reusable humapen luxura half-dose device duration of use was not provided. The action taken with the suspect reusable humapen luxura half-dose device and its return status was not provided. The reporting consumer did not provide the relatedness of the event with insulin lispro treatment or reusable humapen luxura half-dose device. Edit 08apr2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.